Event description:
Related manufacturer reference number: 2017865-2025-94566. It was reported that a right ventricular leadless pacemaker failed to separate from the catheter during initial implant. Blood clots were noted on the catheter's tethers after catheter and device were removed from the patient. A new device and catheter were used to complete the procedure. Patient was stable.